Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, the same day that the patient had three seizures, the implantable cardiac monitor (icm) was "ready to pop out" of the patient. It was also reported that the icm was under and over sensing episodes. Additionally, the icm did not have a signal or sense any events during interrogation. The device was explanted. No further patient complications have been reported as a result of this event.